Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on (B)(6) 2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reported during hysteroscopy procedure, surgical resident was injecting local anesthetic into the cervix, upon removal the needle had broken off the needle hub. Was located intact in cervical tissue and removed from patient.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct date of event provided in the initial MDR [3014312726-2024-00198]. The previously reported was incorrect. The correct date of event is 20-feb-2024.